Manufacturer narrative:
Address: full address name of the facility is (B)(6). The subject device was evaluated. Device evaluation observed the angulation in the up direction found out of standards due to worn of angle-wire. Furthermore, evaluation found foreign material found coming out from the channel due to blockage. Additionally, the following findings during inspection were noted on the device: the condition of light guide (lg) bundle not normal. The adhesive part of a-rubber (ar) found broken. The connecting tube had crumpled. Device evaluation found the angulation in the up direction was out of standards found to be due to worn angle wire. The reported issue of "rotating the angle adjustment control knob does not adjust the angle" could be confirmed. Additionally, foreign material was found exiting from the cannel due to blockage and this was attributed to device reprocessing issue . Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported "rotating the angle adjustment control knob does not adjust the angle". The issue occurred at preparation for use. The device was replaced and the intended procedure (unspecified) was completed using a similar device. No delay in the procedure was reported. No patient harm, no user injury reported. Device evaluation found foreign material observed coming out from the channel due to blockage. This report is being submitted for foreign material exiting from the channel due to blockage (device reprocessing, insufficient reprocessing issue) .

Manufacturer narrative:
It was determined that this report is a duplicate of a report submitted under medwatch MFR# 9610595-2022-02819 (located within this reporter's records as "complaint # (B)(4)). This report will be closed, and all relevant data pertaining to the suggested phenomenon will be detailed within MFR# 9610595-2022-02819.